Event description:
It was reported that during an implant procedure the implantable cardioverter defibrillator (ICD) unsatisfactory sensing values when the lead was connected to right ventricular (rv) connection port. The ICD setscrew was loosened and the lead was readjusted and reconnected to the device, but after multiple attempts the setscrew was unable to be tightened. The setscrew was removed in an attempt to reinsert the screw, however, the setscrew fell on the ground. The ICD was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.